Manufacturer narrative:
(B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered injuries but does not relay any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2014: per the physician: no complications reported after the procedure.